Event description:
Additional event information provided by the customer: the patient choked on chicken and pasta at lunch. Despite the food being stuck she continued to eat large amounts of chicken and pasta. Later that evening she presented to the emergency room (ER) after feeling like the food still had not passed. The physician and the certified nurse anesthetist (crna) were able to evaluate the patient in the ER. The patient was then brought over to the endo department for esophagogastroduodenoscopy (egd) with food bolus removal. Based on the large amount of food the patient had eaten it took the physician an hour to retrieve all of the bolus and help it pass through the esophagus. Estimated blood loss (ebl) was less the 25cc. Pt was admitted for observation. Later that evening, she was transferred for possible perforation of the esophagus. The diagnosis was that the perforation was only partial thickness. After a few days she was discharged to home with no surgery needed.

Event description:
It is reported by the customer, during an esophagogastroduodenoscopy (with food bolus removal) (egd) procedure using an evis exera iii gastrointestinal videoscope, about midway through the procedure, blood started coming out of the auxiliary water inlet and onto the tower. The procedure lasted about an hour. At first there was no issue during the procedure while removing a blockage in the patients esophagus. A roth net was being used to "grab" some of the food bolus. After removing part of the food bolus, the roth net was rinsed with sterile water to remove some of the particles. All scope connections were checked in an attempt to determine if something was loose and nothing was. The scope passed the leak test and was disinfected according to protocol. Four to six hours after the procedure, the patient complained of pain. A post procedure a perforation was found in the esophagus of the patient. The patient was sent to a different facility for treatment. It is not known what treatment the patient required as a result of the perforation. The patient's current condition is unknown. The customer was unable to determine if the scope caused the issue or if it was the blockage that caused the issue. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.